Event description:
It has been reported to philips that the allura system would not power on. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Review of system log files could not confirm the malfunction. Upon troubleshooting, fse found that the host pc was not getting and the philips engineer reseated the connections. However, the issue reoccurred and the fse found the cmos battery voltage was low. The fse replaced the cmos battery. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.